Manufacturer narrative:
Batch review performed on 03 january 2023: lot 2104156: (B)(4) items manufactured and released on 15-jun-2021. Expiration date: 2026-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional items involved in the event, batch review performed on 03 january 2023: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 2203050 lot 2203050: (B)(4) items manufactured and released on 18-may-2022. Expiration date: 2027-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Stem: quadra-p 01.12.124 quadra-p std stem size 4 (k181254) lot. 2117662 lot 2117662: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Cup: mpact 01.32.156mb double mobility acetabular shell ø56 (k143453) lot. 2111694 lot 2111694: (B)(4) items manufactured and released on 25-mar-2022. Expiration date: 2027-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of a staphylococcus infection and the cause is unknown. At about 2 months post primary the surgeon performed a washout and revised all implants. The surgery was completed successfully.